Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had occlusion alarm without motor attempting to run, occasional ok operation during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h10 h10: the device was received for evaluation. During functional testing, downstream occlusion alarm was not reproduced. The device passed downstream occlusion testing. A review of the event history log revealed multiple downstream occlusion messages. The log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A or contributed to the reported event. The reported condition was vservice history review revealed no indication that the parts replaced during servicing caused erified. The cause of the condition was determined to be the downstream sensor being out of specification. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.